Event description:
Patient has failed conservative efforts to lose weight. Patient was brought to the operating suite in stable condition, was positioned supine with pneumatic compression sleeves placed to the legs. Patient also received general anesthesia and was intubated. Abdomen was prepped and draped in sterile fashion. Timeout was performed. When it was time to use the ligasure sealer/ divider, the surgeon noted that there was not enough energy to make the device function well (device was "weak", per surgeon.) The med field representative was contacted whether they could increase the strength, but the answer was no. So, the device was changed to a similar one and the procedure was completed without any further incident. No patient harm. Manufacturer response for electrosurgical, cutting coagulation accessories, ligasure xp (per site reporter). Field representative [redacted] was contacted and will retrieve the device as soon as possible.